Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 11/06/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. A connection loss was reported to have occurred for transmitter ID (B)(4). Data was provided for evaluation. Data investigation confirmed a connection loss for transmitter ID (B)(4). The root cause could not be determined post investigation.